Event description:
Medtronic received report that the 6-month follow-up visit post pipeline vantage implantation on (B)(6) 2022, fish-mouth deformation of the distal end of the pipeline was observed. The patient had a pipeline vantage embolization stent implanted on (B)(6) 2022 to treat two right internal carotid artery (ica) c6 segment saccular aneurysms. The first aneurysm max diameter was 6.5mm and the neck diameter was 2.8mm. The second aneurysm max diameter was 3.4mm and the neck diameter was 2mm. It was noted that full apposition and complete neck coverage was achieved with raymond and roy class 2 and class 1 achieved respectively at the end of the procedure. No associated symptoms or complications were reported. Additional information received reported that no symptoms or actions reported in association with the pipeline fish-mouthing. Site reported non-occlusion of aneurysm #1 with raymond roy class 2 at the 1-year follow-up 3d dsa imaging performed on (B)(6) 2023. No associated adverse event/ symptoms or treatment/re-treatment was reported. Additional information was received that per corelab image read of the 6m dsa imaging on (B)(6) 2022, pipeline fish-mouthing (25-50%) of the distal end was identified. No symptoms or actions taken were reported in association with this finding. Additional information received reported that the a potential compliant of raymond and roy class 2 residual neck was noted during year 1 follow up 3dsa imaging performed on (B)(6) 2023 for treated aneurysm#1 and aneurysm #2. A potential compliant of raymond and roy class 2 residual neck was noted during year 2 follow up dsa imaging performed on (B)(6) 2024 for treated aneurysm #1. No associated ae/ symptoms or treatment. No symptoms or re-treatment was reported. Imaging results for the previous 180 visit were as follows: 180-day visit: dsa on (B)(6) 2022 showed class 1 for aneurysm #1 and aneurysm #2. Additional information was received that the treated aneurysms were fully occluded raymond and roy class 1 at 180 day visit, but at the 1 year visit, it was recanalized raymond and roy class 2 evidenced by dsa imaging. There were no interventions or other actions taken. The outcome status was not recovered/resolved. The site assessed as not related to the procedure or device. The sponsor assessed as possibly related to the device. The pipeline device was successfully implanted with wall apposition achieved and ophthalmic branch covered by pipeline. Additional information received that the site has now completed the year 2 aneurysm follow-up imaging crf for aneurysm #2 which reports dsa imaging on (B)(6) 2024 showed raymond roy occlusion class 2 (which is the same as aneurysm #1). Site has completed an ae for dx: aneurysm recanalization.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that for treated aneurysm #1 mr/mra imaging on (B)(6) 2025 showed raymond <(>&<)> roy occlusion class 3. Year 2 dsa imaging on(B)(6) 2024, site assessed treated aneurysm #1 raymond <(>&<)> roy occlusion class 2. However, there was a difference of imaging modality, which may have contributed to the change and would not support the study definition of aneurysm recurrence. No symptoms or actions taken were reported in association with the finding.